Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valves 21mm in aortic position and a 27mm in mitral position were explanted after an implant duration of approximately 8 years. The reason for explant is unknown. The explanted devices were replaced with a 21mm bioprosthesis in aortic position and another bioprosthesis in mitral position. No complications were reported. This report is for the device in the mitral position.

Manufacturer narrative:
Attempts to obtain additional event information and explanted devices have been unsuccessful. Without return of the devices or additional information, the reported explants cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received. This report covers the mitral valve, the report for the aortic valve was filed under: 2015691-2014-02702.